Manufacturer narrative:
Device is a combination product. (B)(4). Device not returned therefore analysis of complaint device could not be performed. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a highly calcified coronary artery. After rotablation was performed with a 1.25 and 1.75 burr, a 3.50 x 24 synergy¿ drug-eluting stent was advanced, however, the shaft broke. The device was completely removed from the patient and the procedure was completed with a different stent with the help of guidezilla guide extension catheter. There were no patient complications nor injury reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy, ous, mr 3.5x24mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent outer diameter (od) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found 187mm distal to the distal end of the strain relief. There were also multiple hypotube kinks noted along the full catheter length during analysis. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a highly calcified coronary artery. After rotablation was performed with a 1.25 and 1.75 burr, a 3.50 x 24 synergy¿ drug-eluting stent was advanced, however, the shaft broke. The device was completely removed from the patient and the procedure was completed with a different stent with the help of guidezilla guide extension catheter. There were no patient complications nor injury reported.